Manufacturer narrative:
Based on the review conducted on this case, lenstec was unable to perform a more thorough investigation of the complaint as the lens remains implanted. Therefore, we are unable to comment on the nature of the reported incident described and cannot corroborate the claim of corneal edema or conjunctival congestion or make any definitive statement as to its cause. Additionally, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating that "the (B)(6) female patient had mild corneal edema and conjunctival congestion at teh review 3 days after the surgery.. There was no complication during the operation. There is no complication in the review 3 months after the surgery. The lens remains implanted, there was no patient injury or surgical intervention noted."